Event description:
It was reported that a patient presented remotely via merlin.net, the implantable cardiac monitor (icm) exhibited incorrect measurement which is false inappropriate atrial tachycardia alert. Programming change was performed. The patient was discharged with no reports of adverse consequences.